Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer continued to fail. The field service engineer (fse) determined cubie in drawer 6a was found off the bus. Assistance was provided to reboot the system, and the drawer was successfully recovered. The customer tested the drawer in the application and confirmed normal functionality. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and device not detected on the bus for multiple cubies. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.